Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer booted to a system error; hard drive was reconfigured and software reloaded to resolve issue. Analysis also found the system fan was noisy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the programmer booted to a system error. A different programmer was used. The programmer was returned for repair. No patient complications have been reported as a result of this event.